Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute onyx rx drug eluting stent. It was reported that the struts of the stent appeared more open and the device would not pass through the guide catheter. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. The 1st distal stent wrap had struts slightly raised and partially expanded. There was slight deformation to the distal tip. Kinks were evident along the hypotube. The distal shaft was kinked 12.9cm and 14.5cm distal to the guidewire entry port. Component code: (B)(4) no damage was noticed to the device packaging. No difficulties were noted when removing the device from the hoop. Resistance was noted when removing the protective sheath. The sheath was not gripped on the most distal end of the sheath during removal from over the stent. The stent was not handled directly post removal of the sheath. The device was prepped with no issues noted. After removal of the sheath, it was noted that the stent was partially open on the tip. The device would not pass through a non-mdt guide catheter. The tip of the resolute onyx stent did not exit the tip of the guide catheter to enter the patient¿s body. No intervention required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.